Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient reported insertion in the thigh. The device is not indicated for insertion in thigh. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.